Event description:
It was reported that during surgery for a battery replacement, the new m106 generator showed high lead impedance. The generator was tested with a test resistor and the impedance was still high therefore a new generator was used and all values were wnl. The generator which showed high impedance was returned but product analysis is still underway. Generator data decoder was reviewed. Only one instance of system diagnostics was recorded, showing high impedance. However, subsequent diagnostics were not performed, so the high impedance value would not be updated to reflect the most up-to-date impedance value following troubleshooting steps. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. Multiple indention marks were observed on the bottom of the setscrew, indicating connection was made with the lead pin. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance, or any other type of adverse condition found with the pulse generator. Based on the information reported, the system diagnostic test that was performed that resulted in high impedance being seen was likely caused by incomplete pin insertion as a device malfunction was ruled out for both the suspect generator and corresponding lead. Product analysis results for the generator mention that a connection was made with the lead pin, so it is likely that the high impedance was resolved in the operating room after troubleshooting (i.e. Reinserting the lead pin) but as no further system diagnostic test were run after potential troubleshooting therefore high impedance value was not updated to actual impedance levels.